Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced retraction issues. The following information was provided by the initial reporter. The customer stated: there was a safety issue with the bd vacutainer push button butterfly 23g. They reported that when the push button is pressed to retract the needle, the needle is not completely retracting causing safety concern.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. Lot # : the lot number provided does not match in sap. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced retraction issues. The following information was provided by the initial reporter. The customer stated: there was a safety issue with the bd vacutainer push button butterfly 23g. They reported that when the push button is pressed to retract the needle, the needle is not completely retracting causing safety concern.